Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 7 states, "undesirable shortening of limb." Under warnings, "improper selection, placement, positioning, alignment and/or fixation of the implant components may result in unusual stress conditions which may lead to subsequent reduction in the service life of the prosthetic components." This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. Additional events for this patient reported on medwatch numbers 1825034-2016-00526 & 3002806535-2016-00544. Not returned by attorney.

Event description:
Legal counsel for patient reported that patient underwent a left hip revision procedure approximately fourteen days post-implantation due to allegations of the head being too large and a leg length discrepancy. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. A review of invoice history shows the bearing initially implanted was the incorrect size. During the revision procedure, the bearing and head were removed and replaced with a smaller bearing and same size head.